Manufacturer narrative:
The device has not been received for analysis. If the device is returned and analysis is performed, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. There were no additional adverse effects reported.